Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented in clinic for a follow up visit, device back up vvi issue was observed. Physician attempted two times to print the device back up vvi status report, however, he was unable to with valid data therefore the back up vvi issue could not be determined. A device download was performed. Patient was stable.